Event description:
The pump was implanted as part of a study. At implant, the pump was ¿put in wrong¿ and the patient did not get any relief for about the first 3 years; it never provided pain relief for her pain; she never reached 50% relief. Then the patient went in and had it ¿placed right, tubing or whatever¿. After the revision, there was no change or improvement with regards to pain relief. The hcp (healthcare professional) told the patient that sometimes the pumps did not work as well if the patient also took oral medications. The patient did not remember the drug in the pump at the time of the event; they had tried different things. It was morphine and then they put something else. Additional details regarding the event and the drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).